Manufacturer narrative:
Product event summary: the full lead was returned and analysis found the proximal conductor of the lead developed a fracture due to flexing while in vivo, it was noted the overlay tubing of the lead was extrinsically breached due to a cut. Performance data collected from the device was received and analyzed, which revealed a right ventricular (rv) lead integrity alert. The analyst commented the short interval counts (sic) increased, there was lead impedance variation in the last 60 days and the alert triggered on (B)(6) 2014. The analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst commented the sic count went up to 337 ,555 in 62 days, averaging around 5384 sic per day, and evidence of oversensing has been noted during high rate-non sustained episodes on (B)(6) 2014. It was further noted by analysis of the device memory that the impedance on the rv pacing lead was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, high rate non-sustained episodes, short interval counts (sic), and reproducible oversensing during pocket stimulation. A possible lead fracture is suspected. During the replacement procedure, the physician noted that there was insulation damage about 10 centimeters under the yoke at the same height where the header of the device was sutured in the pocket. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).